Event description:
It was reported that the alarm went off even when the circuit was changed. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing performed. The customer's reported problem was confirmed. The circuit disconnection alarm does not disappear even after connecting the l-70 heating tube to the main unit. The root cause is that the microswitch does not recognize the tube insertion. The microswitch was replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.